Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent shoulder procedure approximately 6 months ago. Subsequently, patient's wound became inflamed, oozing and angry and patient was revised on an unknown date. There was a crater in the bone, poor bone quality. Possible patient reaction. No further event information available at the time of this report.